Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a power error detected. The customer stated that they were able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer also reported that the notification light did stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Unit received with constant pump error 25 alarm during testing. Problem isolated to electronic assembly. No pump error 49, 23, or 68 alarms noted during testing.